Manufacturer narrative:
The initial medical device report was submitted ¿ (2938836-2015-04484). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the patient presented in the emergency room lightheaded and dizzy followed by a fall. The device could not be interrogated with two different programmers. Telemetry tests were done and all failed. Device was explanted and replaced. Patient condition was fine post-procedure with no complications.